Event description:
Approximately 30 days ago, the patient felt a vibrating sensation over the pump. He felt like he was getting too much medication; his muscles felt very loose compared to his norm. The patient did not feel the pump was working right. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).